Event description:
As reported, in 2006, this patient underwent endovascular repair of a descending thoracic aortic aneurysm using four gore tag thoracic endoprosthesis. In 2008, the patient presented to the emergency room with fainting spells. A CT scan revealed a proximal type I endoleak. A reintervention took place four days later using an additional gore tag thoracic endoprosthesis to intentionally cover the left subclavian artery. A carotid to left subclavian artery bypass was performed prior to the case. The type I endoleak was resolved and the patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.